Manufacturer narrative:
The device has been requested to be returned, but has not yet arrived. Once the evaluation of the device has been completed the results will be submitted in a supplemental submission. The lot number is not available. The device history record review cannot be completed without the lot number. Additional product codes kra, dqe, dqo.

Event description:
It was reported that there was a failure with a swan ganz catheter during patient use. The catheter was positioned within the patient for a CABG procedure. Once the patient arrived in the intensive care unit post procedure, it was found that the temperature reading was fluctuating between 96 to 106 degrees fahrenheit. This was not an expected reading. There was no patient harm or injury. There was no inappropriate patient treatment administered.

Manufacturer narrative:
The device has been returned and the product evaluation completed. The reported issue was not confirmed. There were no fault messages that displayed when the swan catheter was connected to the hemosphere for testing. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3 c per hemosphere manual. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened and there were no visible inconsistences found. All through lumens were patent without leakage or occlusion. The balloon inflated clear and concentric and remained inflated for more than five minutes without leakage. There was no visible damage observed from the catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. The instructions for use cautions the user that blood temperature variations may be caused by status post cardiopulmonary bypass surgery, centrally administered cooled or warmed solutions of blood products, and use of sequential compression devices. Additionally, clot formation on the thermistor, anatomical abnormalities, for example, cardiac shunts, excessive patient movement, electrocautery or electrosurgical unit interference and rapid changes in cardiac output. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of a monthly review.